Event description:
The customer reported the device does not admit audible alarms. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. External visual inspection showed no damage. The device was able to power on using both ac and battery power and remained on when switching between the two. When powered on the device was able to obtain readings and alarm audibly and visually under alarm conditions. Testing was not able to duplicate the reported issue. A review of the log files showed multiples instances of speaker fault errors, which would have resulted in a watchdog alarm that prevents the device from functioning further until the device is manually power cycled. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6).

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. (B)(6). Device not returned.

Event description:
The customer reported the device does not admit audible alarms. No patient impact or consequences were reported.